Event description:
The initial reporter stated they received discrepant results for one patient sample tested with glucose hk gen. 3 on a cobas c 503 analytical unit. The sample initially resulted in a glucose value of 11.1 mmol/l. The doctor questioned the result so the sample was repeated on a blood gas instrument. No specific results were provided from the blood gas analyzer, but the result was considered plausible by the customer. The sample was repeated on a second analyzer, resulting in a glucose value of 5.79 mmol/l. The sample was then repeated twice on the original analyzer, resulting in glucose values of 11.1 mmol/l and 5.88 mmol/l.

Manufacturer narrative:
The glucose reagent lot number was 796456. The reagent expiration date was requested, but not provided. The sample centrifugation time was shorter than recommended by the tube manufacturer. The customer realized this and then increased the centrifugation time. Calibration and controls were acceptable. A general reagent issue can be ruled out. The field service engineer determined that the probe wash was insufficient. The wash was adjusted and no further incidents occurred. The investigation determined the service actions resolved the issue.